Event description:
It was reported to boston scientific corporation that during a ultrasound guided prostate needle biopsy procedure using trupath biopsy needle, the needle misfired. The case was completed with another trupath device. There were no patient complications reported as a result of this event. Patient's condition was reported to be "fine".

Manufacturer narrative:
Analysis of the returned device revealed the device would not arm due to the cannula spring not being seated properly in the handle lower shell. The proximal end of the cannula spring is cocked, preventing the cannula hub from moving proximal enough to engage the latching mechanism. The root cause of this complaint is a design error in that the proximal end of the cannula spring can move within the handle lower shell and prevent the device from being armed.